Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed by greatbatch. A process review was completed and no discrepancies were found. No other information was available as an initial investigation was not completed by the distributor ((B)(4)). No further investigation is required. Complaint information and investigation provided by (B)(4).

Event description:
It was reported during an unknown patient procedure that while impacting the shell the internal mechanism broke. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.